Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after successfully doing an aortagram the doctor deployed an angio-seal device. The doctor confirmed the steps he took, including locating, hearing two distinct clicks and then pulling back on the device. When he pulled back the entire system and device sheath came out of the artery. He saw no string and no tamper tube. He held pressure and the patient was fine. The procedure outcome was a successful angiogram of the aorta. There was no patient injury/medical or surgical intervention required. Additional information was received on 07may2020: a pre-deployment angiogram was performed with no issues.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d4, provide the device return date in section d10, update section h3, h4, and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings. One used 6fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The guidewire, arteriotomy locator and header bag were returned as well. Visual inspection revealed that the guidewire was found to be inserted into the arteriotomy locator. The carrier tube assembly was found to be properly mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.